Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. The product returned for evaluation was 50cm x 0.0018¿ flexura guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. The coil wire was missing from the distal end of the guidewire. Microscopic examination of the fracture sites revealed the following: narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. The weld tip of the wire was missing and could not be accounted for during the evaluation. Biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported during the procedure, when inserting the stylet, it disintegrated, adhering to the tip of the needle, being necessary to use a small force to remove it. Additional information: there was no need for medical/surgical intervention. New guide wire was passed; there was no fragment in the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3232 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported during the procedure, when inserting the stylet, it disintegrated, adhering to the tip of the needle, being necessary to use a small force to remove it. No other information was provided.